Event description:
Triple recut of tibia. Cut slot was narrow. Holes were small and doctor drilled them out.

Manufacturer narrative:
Method - visual inspection, segmentation review, planning review, jig design review. Results - visual inspection - it appears the saw strayed from the original cut slot in the tibial guide. The slot on the returned guide is severely damaged and it is not possible to know if the original slot was within specification. Segmentation review - performed to specifications using current work instructions. Planning review - performed to specifications using current work instructions. Jig design review - guides manufactured to specifications using current work instructions. Conclusion: surgeon error in use of guide - misdirected blade angle.